Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, the investigation on the suspected device was completed. Investigation summary: during visual evaluation, a crease/fold was observed on the device. A tear was observed within the crease/fold in the posterior view measuring approximately 0.3 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 200cc mentor smooth round moderate profile and experienced postoperative left-sided deflation. The diagnosis was confirmed by physical examination on (B)(6) 2020. As a result, the patient had the implant explanted on (B)(6) 2020. The date of implantation was estimated based on invoicing date, since the reported implantation date was before the device was manufactured.

Manufacturer narrative:
On 12-jun-2020, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with two unspecified breast implants. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-apr-2020, mentor received additional information regarding the date of explantation. The revision surgery was rescheduled on (B)(6) 2020 due to the covid-19 situation. The relevant field has been updated. Manufacturer's reference number: (B)(4).